Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 4.9. Date: (B)(6) 2013, >7.5, lab: 2.53. Time between tests on (B)(6) 2013 was less than 2 hours. Therapeutic range: unk. Pt self tester was milking finger after finger stick. Coumadin (dosage was increased to 6 mg 1x daily prior to (B)(6) - exact date of increase is unk. Dosage was then withheld after inratio result on (B)(6)). Although venipuncture was performed on (B)(6) 2013, it is unclear when the results came in from the lab test.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the MFR record for the lot did not uncover any non-conformance. Customer technique issue was identified in the complaint which cannot be ruled out as a cause for the unexpected results. As reviewed on 11/18/2013, (B)(4) discrepant result complaints were reported for lot #315093 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.